Manufacturer narrative:
Investigation conclusion: the customer¿s report that magnesium sulfate 2mg primary infusion infused in approximately 5 minutes as opposed to the expected 2 hours could not be replicated during this investigation. The log review confirms that on (B)(6) 2020 at 11:11:19 am, the pcu received a remote IV primary infusion for drug ID 386 (drug amount 2 grams) to infuse at a rate of 25 ml/h with a vtbi of 50 ml. The calculated duration of this infusion is 2 hours. Approximately 20 seconds later, the pump module was paused; and six minutes later at 11:17:21 am, the pump module was channeled off which also powered off the pcu. Approximately 13 minutes later at 11:30:06 am, the pcu was powered on and the infusion was restored on the pump module. Within a range of three minutes, there was sequential activity of the door and flow stop being opened, infusion restarted, infusion paused, patient side occlusion alarm, door opened and set removed, and pump module detachment from pcu. The duration of this infusion, from its initial programming of the reported values, lasted approximately nine minutes for a total volume infused of 0.647 ml. It is unknown why the infusion was manually ended before the expected volume to be infused (50ml) was delivered. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or primary administration set was received for inspection. A test infusion was able to be paused with no observed unregulated flow and an keypad test noted all keys to register/pass. Device inspection: the inspection process performed on pump module sn 14776765 found it to be in fair condition and found no existing malfunctions. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s report that magnesium sulfate 2mg primary infusion infused in approximately 5 minutes as opposed to the expected 2 hours was not identified. An observation from a review of the log noted a medication drug amount of 2 grams was programmed instead of the reported drug amount of 2 milligrams. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container was received for inspection. The root cause of the customer¿s report that the infusion was unable to be paused was not identified. Both a test infusion was able to be paused with no observed unregulated flow and a keypad test noted all keys to register/pass on the customer¿s returned pump module. Device history review: a review of the pcu device history record showed the device had a manufacture date of 15may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that magnesium sulfate 2mg primary infusion infused in approximately 5 minutes as opposed to the expected 2 hours. The student nurse had two nurses verify that the set up was correct. When the infusion began, the student nurse noticed that the infusion was running too quickly and attempted to pause the infusion but it continued to infuse. A nurse in the hallway was notified, agreed that the infusion was infusing too quickly, and attempted to pause the infusion. By that time, the entire medication infused. Swat, pharmacy, and telemetry were notified. The nurses monitored the vital signs and patient status and there was no change. The event occurred in the surgical unit. There was no patient harm. The customer stated no further information is available.